Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device fired but did not staple. The patient was oversewn to complete the case. There were no further consequences to the patient.